Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had a malfunction that the cubie was not opening. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was opening but not cubie and mentioned that user was not able to issue the medication (vantin 100mg 02 15). The technical support specialist remoted in, then hit retry and cubie didn't open. The technical support specialist then logged into the tester application and used the tester application to release the cubie, then inserted back and the lid opened, and the issue was resolved. The system functioned as intended after a technical support specialist investigated the device. The complainant indicated "yes medication needed to be issued, no delay to patient care, no injury to patient,"